Event description:
A report received from the cordis clinical study registry in another country indicated that a pt experienced angina, myocardial infarction and instent restenosis about fourteen months after implantation of four cypher stents. A cypher was implanted in the right coronary artery (rca), the second cypher was implanted in the left circumflex (lcx), the third was implanted in the distal left anterior descending coronary artery (dlad) and the second was implanted in the mid left anterior descending coronary artery (mlad). Fourteen months later, the pt presented with angina with evidence of myocardial infarction, which was clinically diagnosed. Coronary angiogram also showed 80% restenosis of the stent in the rca and beyond which was treated by implantation of another cypher stent.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states, however, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of four products involved in the same pt reported under mfg numbers 9616099-2007-01795, 9616099-2007-01796, 9616099-2007-01797, and 9616099-2007-01798. Additional information will be submitted within thirty days upon receipt.